Event description:
As reported by hospital, during procedure, the two wings of the peelable introducer sheath pulled off completely. Scissors/forceps were needed to tear off the sheath. There were no pt complications as a result of this incident. The used device has been returned for evaluation.

Manufacturer narrative:
A review of the device history records for the reported packaging lot confirms that the lots met all material, assembly, and performance specifications. The july 2008 namic/va complaint report was reviewed for similarly reported failure modes on this device. No current adverse trends were noted. The returned sample has been forwarded to our supplier, enpath medical in conjunction with a supplier corrective action request (scar). A f/u medwatch will be submitted upon completion of our investigation.